Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The customer was advised by product support engineer (pse) to replace the flow sensor assembly. The customer reported the ventilator passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing the air flow accuracy test at 10 liters per minute (lpm) rate. There was no patient involvement.